Event description:
Peri-strips were used on the gia8048l green stapler. The stapler fired, but the strips did not adhere to staple line. The surgeon thought the problem was with the peri-strips, not the staple loads. It just peeled away when the staples were fired.